Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: an inaccurate glucose reading issue was reported with use of the abbott diabetes care (adc) device. It is unknown whether the customer noted a trend arrow on the device. A customer declared: " within the sensor's active period, it produced 429 glucose readings below the detectable range and 210 readings above the detectable range. These extreme out-of-range values occurred without correlating physical symptoms and without any supporting evidence from confirmatory fingerstick tests. The persistent pattern of implausible readings raised early concerns that the sensor was not operating within expected physiological parameters." There was no report of emergent medical intervention for the reported issue. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. This is 1 of 4 MDR submissions. Reference report #: mw5180764, mw5180765, mw5180766 all pertinent information available to abbott diabetes care has been submitted.